Event description:
It was reported that, the subject device displayed an e226 scope communication error. The issue occurred at the beginning of the laparoscopic sigmoidectomy procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Updated fields: d8; d9; g4; h3; h4; h6; h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the e226 scope communication error was due to disconnection in the cable unit. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device displayed an e226 scope communication error. The issue occurred at the beginning of the laparoscopic sigmoidectomy procedure which was completed using the same set of equipment. There were no reports of patient harm.